Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields:h2, h3, h6 and h11. Corrected fields: b5 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined, however the likely cause of cover detachment is due following factors- ·using a defective tip cover deformed, cracked, pin holed caused it to detach due to external stress during body contact or mouthpiece interference. ·the tip cover was not securely attached example the protrusion on the scope tip ring was not engaged within the tip cover opening. Olympus will continue to monitor field performance for this device.

Event description:
An open hepaticojejunostomy was performed for the repair of the common bile duct and also since the ercp unsuccessful. The patient was discharged to a local district hospital without any issues after approximately 72 hours. No delay reported.

Event description:
It was reported that during a therapeutic trans-gastric laparoscopic assisted endoscopic retrograde cholangiopancreatography, performed to address a common bile duct leak post laparoscopic cholecystectomy, the duodenovideoscope was used with distal cover the distal cover dislodged inadvertently into the stomach. Due to anatomical variances, the endoscopic retrograde cholangiopancreatography was unsuccessful. The endoscopist moved to a gastroscope to retrieve the distal cover however the surgical team opted to move to an open procedure, during which they removed the dislodged cap. As reported, there was no patient harm as a result of the cap being dislodged. The report is 1 of 2.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.